Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device was not returned to manufacturer. However, log files indicate software version of 4.3.260.0. Alarm 352 - "machine data got corrupted" was only active once. The breath and operating hours were reset to "0." Battery time to get empty was also reset to "0." After software was updated, no further issues were reported.

Event description:
The customer reported, while using bellavista 1000, alarm 352 - "persistent data corrupted." It was also reported that the machine stopped working and later started working again but with corrupted data. No patient was involved during the event.